Manufacturer narrative:
No root cause could be established. Based on the available information, a causal relationship between the coopervision device and the incident has not been confirmed; however, the device cannot be definitively excluded as a potential causal or contributory factor. Should further information become available, a follow-up report will be submitted as appropriate. This incident involves both the right and left eye, and the patient wears a different device in each eye. Please refer to the linked manufacturer report 9614392-2026-00008 for the associated left eye (os) incident report.

Event description:
This incident was initially reported to the manufacturer by the patient. The patient reported experiencing unspecified eye infections in both eyes (ou) on four separate occasions, additionally, the patient reports being treated for a corneal ulcer on one occasion. While no additional information was received regarding the unspecified infection events, additional information was provided by the treating eye care practitioner's (ecp) office regarding the ulcer event. According to the ecp, the patient was first evaluated on (B)(6) 2025 for symptoms affecting the right eye (od) which began approximately (B)(6) 2025, and included redness, tearing, blurred vision, and light sensitivity. Examination revealed moderate epithelial staining, corneal infiltrates, stromal and epithelial edema, bulbar and limbal injection, corneal opacity, and a superior central corneal ulcer. The patient was treated with ocuflox 0.3% and prednisolone acetate 1%to be used 4 times per day. The patient was seen for follow up (B)(6) 2025 with the incident being indicated as fully resolved by the final visit on (B)(6) 2025 with no permanent impact to visual acuity. This event is being reported due to the indication of a superior central corneal ulcer which required medication and medical intervention to prevent or preclude permanent injury or impairment of ocular function or structure. Should additional information become available, a follow up report will be submitted as appropriate. This incident involves both the right and left eye, and the patient wears a different device in each eye. Please refer to the linked manufacturer report 9614392-2026-00008 for the associated left eye (os) incident report.